Event description:
It was reported that the patient had chest pain and a pericardial effusion was noted after implant of an implantable pulse generator system. Intervention was provided and the pericardial effusion was resolved. The leads remain in use. The patient is a participant in the panorama ii observational study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).